Event description:
As reported, patient had a 10f biliary drainage catheter in place for approximately 45 days. During a routine catheter exchange procedure the distal loop duodenal segment of the drainage catheter fractured and a fragment detached. The catheter was removed and replaced, however the detached catheter fragment was not able to be retrieved. The patient condition was noted to be "fine." It was reported that the used device would be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used catheter will be returned to navilyst medical for evaluation, to date, it has not been returned. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).